Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 90 mg/dl. The customer explained that the alarm occurred when changing the reservoir and putting in a new infusion set. The customer was unable to perform troubleshooting at the time of the call because the alarm had already been resolved by a complete set change. The customer was advised to perform a complete set change as soon as possible. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.